Event description:
Reportedly, upon a follow-up which took place on (B)(6) 2019, a residual longevity of 7 months was displayed while the device was implanted on (B)(6) 2012. An explantation procedure is scheduled for (B)(6) 2019. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191115 - file-2019-02124 - analysis_and_closure_report_resp-2019-00867.pdf].

Event description:
Reportedly, upon a follow-up which took place on june, 6th 2019, a residual longevity of 7 months was displayed while the device was implanted on (B)(6) 2012. An explantation procedure is scheduled for (B)(6) 2019. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).